Event description:
It was initially reported by the physician that the pt showed high lead impedance (>=10,000 ohms) on sys diagnostics. Last good diagnostics wer seen two weeks after the implant. No pt manipulation or trauma was reported. No evoked potential test was performed. X-rays were taken and reviewed by MFR. No lead break was found. No anomalies were observed on the part of the lead that could be assessed. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.